Event description:
It was reported that at the beginning of a procedure the laser system displayed an error indicative of a system malfunction. The procedure was completed with a turp. It was reported "no injury to pt."